Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the single leaflet device attachment/slda appears to be due to a combination of the anatomical challenges (short posterior leaflet) and poor image resolution. The reported poor image resolution was due to challenging anatomy. The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment /slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted difficult visualization due to the posterior leaflet was roughly 1.2 cm in length and other anatomical challenges. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment /slda). Another clip was used to stabilize the slda and further reduce mr. The physician stated that the gripper was on top of the leaflet; however, due to the difficult visualization it may have been below the leaflet which could have contributed to the slda. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.